Event description:
It was reported that during a hysteroscopy procedure, a few minutes after the procedure started, an electrical arc occurred, resulting in the loop breaking and damage to the intra-cavitary optics (optics rendered unusable, currently with the biomedical department of reference facility 26120aa, series 1200c0). The recommended settings for the resectoscope were strictly followed (effect 2 for a ch 15 caliber). Due to the electrical arc the case is reportable as a precautionary measure.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The product was returned on 2024-07-24 and the following was found during the investigation on (B)(6) 2024: the cutting electrode is broken off and molten down - the neutral electrode shows heavy sings of melting. The distal end of the 26120aa optics used is severely thermally damaged by the electrode that caused the damage. Severe material melting is recognisable, which has led to the distal cover glass becoming detached and the rod lens system escaping from the system tube. Based on the damages to the electrode, it is most likely that the cutting electrode wire broke by excessive force and created a shortcut to the neutral electrode resulting in melting and also collateral damaging the endoscope. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
During, the technical investigation of the returned product. The following was found on 2024-06-28: based on the customer description. We assume, that the electrode is responsible for the event. Both products have not been returned. Therefore, a final determination of the root cause is not possible. A review of similar events happened with the electrode suggest most likely, that the electrode got exposed to excessive force, during the application. Leading to a break or bending and creating a shortcut. This is most likely, also responsible for the damages on the endoscope. The event is filed under internal karl storz complaint ID: (B)(4).